Event description:
It was reported that the lead had pulled back due to twiddler's syndrome.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.